Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was shorter than expected and there were low battery warnings in the pump history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: a review of the alarm history indicated frequent low battery warnings had occurred. The pump powered on normally and did not draw excessive current. The complaint of a battery life issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.